Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the pneumatic module assembly (0997-00-1178) and safety disk. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit presented blood back. There was no patient involvement.